Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, abdominal distension, fatigue, headache and weight fluctuation outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, headache, menorrhagia and weight fluctuation to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/16/2019: pfs received:case became incident. Event injury nos deleted and events 'dysmenorrhea, menorrhagia, abdominal distention, fatigue, headache, weight fluctuation' were added. Patient date of birth added. Product stop date added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.